Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was noted when the patient presented to the clinic. Variable pacing impedance measurements and increased capture thresholds were also noted but still within normal ranges. The lead was capped and replaced. The asymptomatic patient was stable after the event. Monitoring will continue.